Event description:
Complainant alleged during a biomed testing and routine preventative maintenance on the device, the unit would not charge to 200 joules from the paddle set, they then attempted to charge the device from the front panel, but again the device did not charge. They then attempted to charge to 360 joules, and the device charged. During the testing on the device, the screen displayed a "defib fault 78". In addition, the complainant reported that the device displayed a "discharge resister overload" message. The complainant indicated that there was no pt involvement in the reported malfunction.